Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone15.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) in early (B)(6) 2025, but the patient was not able to provide the exact date of treatment. The patient's blood glucose level was not reported. Symptoms reported include loss of consciousness. The patient was treated with intubation and intravenous fluids. Patient reported that their initial reason for hospitalization was for dka as a result of not having a continuous glucose monitor to track glucose levels. No additional information is available.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka) and cardiac arrest in early on (B)(6) 2025, but the patient was not able to provide the exact date of treatment. The patient's blood glucose level was not reported. Symptoms reported include loss of consciousness. The patient was treated with intubation and intravenous fluids. Patient reported that their initial reason for hospitalization was for dka as a result of not having a continuous glucose monitor to track glucose levels. The patient reported being hospitalised for approximately 7 weeks. No additional information is available.